Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that loss of capture was suspected on the left ventricular (lv) channel. Additional testing to re-assess capture thresholds and morphology were recommended. There were no patient consequences.